Event description:
Pt suffered a 4th heart attack. At that time pt was treated thru surgery with the implant of two cordis cypher coronary stents. Nine days later at 11:30 p.m., after pt had been asleep for about 30 minutes, they suffered with some type of allergic reaction -i.e. Swelling in face, sinuses, and felt like blood stream was on fire. When pt called the cardiologist, they were told it was not related to the heart. Pt has since suffered with 2 more allergic reactions, the last one being around 10:30 pm yesterday, each one occurred as pt was about to go to sleep or was asleep for the night.